Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the right common femoral artery (cfa) with 80% stenosis. Upon advancement of the 6x60 mm absolute pro self expanding stent system (sess) into the introducer sheath, there was resistance and a bulge was noted on the tip of the device. The stent is exposed but not flowering. Another absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted multiple kinks on the stent sheath causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent; thus resulting in the reported difficult to advance. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.